Event description:
A surgeon reported after opening corneal incisions and entering anterior chamber, it was discovered the decrement's membrane was entirely detached. Additional information from the healthcare professional indicated corneal edema will persist and the patient will need a corneal graft due to the lack of endothelium. The healthcare professional indicated intracameral injection of air and gas was required to treat the reported event. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).